Manufacturer narrative:
Event date & explant date - sometime around (B)(6) 2011. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01101 / 01104).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Family member of the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that the patient underwent a revision procedure around (B)(6) 2011 due to pain, elevated metal ion levels, bacterial infection, metal debris, and two dislocations. Additional information received from the patient's legal counsel reports patient underwent a left hip revision (B)(6) 2011, due to patient allegations of swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, and dysfunction. Legal counsel further reports that metal-on-metal synovitis, corrosion on the taper and disruption of the abductor musculature anteriorly were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2011 due to pain, snapping sensation and an MRI indicating the presence of fluid and muscle atrophy. Operative report noted the presence of synovitis, fluid, disruption of the iliotibial band, corrosion at the taper of the stem, debris, lack of bony ingrowth on the acetabular cup, and osteolytic change in the pubis. The modular head, taper adapter and acetabular cup were removed and replaced. The stem was well fixed.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Family member of the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that the patient underwent a revision procedure around (B)(6) 2011 due to pain, elevated metal ion levels, bacterial infection, metal debris, and two dislocations. Additional information received from the patient's legal counsel reports patient underwent a left hip revision (B)(6) 2011, due to patient allegations of swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, and dysfunction. Legal counsel further reports that metal-on-metal synovitis, corrosion on the taper and disruption of the abductor musculature anteriorly were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2011 due to pain, snapping sensation and an MRI indicating the presence of fluid and muscle atrophy. Operative report noted the presence of synovitis, fluid, disruption of the iliotibial band, corrosion at the taper of the stem, debris, lack of bony ingrowth on the acetabular cup, and osteolytic change in the pubis. The modular head, taper adapter and acetabular cup were removed and replaced. The stem was well fixed. Additional information received revealed the patient underwent an additional left hip revision on (B)(6) 2013 due to dislocation and elevated metal ion levels. The patient's operative report noted metallosis and fluid. All components were removed and replaced with competitor components.

Event description:
Family member of the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, it is alleged that the patient underwent a revision procedure around (B)(6) 2011 due to pain, elevated metal ion levels, bacterial infection, metal debris, and two dislocations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The initial reporter stated the revision surgery occurred ¿sometime around (B)(6) 2011;¿ however, litigation papers allege the date of the revision is (B)(6), 2011. There this report will be updated should additional information become available to indicate otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction." Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Number one states, ¿material sensitivity reactions.¿ number six states, ¿inadequate range of motion.¿ number ten states, ¿fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
Family member of the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, it is alleged that the patient underwent a revision procedure around (B)(6) 2011 due to pain, elevated metal ion levels, bacterial infection, metal debris, and two dislocations. Additional information received from the patient's legal counsel reports patient underwent a left hip revision (B)(6), 2011, due to patient allegations of swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, and dysfunction. Legal counsel further reports that metal-on-metal synovitis. Corrosion on the taper. And disruption of the abductor musculature anteriorly were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.